Manufacturer narrative:
H2) correction: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device latch sensor for the cassette won't detect cassette. There was physical damage where the rubber was coming off where the cassette is attached. There was no delay of therapy. There was no patient involvement, and no harm/adverse event reported.